Event description:
It was reported that the system 9800 fast scan monitor connection was damaged and the system was inoperative. There was no adverse patient involvement reported. There was no patient information reported

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fast scan cables were replaced. The system was tested and found to be working as intended and placed back into service.